Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted

Event description:
Customer reports that upon inflation of the 360 express balloon catheter, the rf panel looked to be helixing. Upon deflation of the balloon in attempt to reset the orientation of the rf panel, the panel remained in a spiral/helixed position. There was no patient injury and no medical intervention required. This is being reported out of an abundance of caution.

Manufacturer narrative:
(B)(4). Evaluation summary one used device was received for evaluation. The customer reported during the electrode helixed on the balloon. The visual inspection found no notable conditions. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. No failure mode was identified. A review of the device history records for the provided lot/serial number was completed and no entries pertinent to the event were noted and this lot/serial number was released meeting all specifications as manufactured. Corrected data: device available for evaluation?, device evaluated by MFR?, evaluation codes, date received by MFR.